Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient underwent vns generator replacement surgery due to prophylactic reasons. The pre-op diagnostics were reported as high but within normal limits.. Diagnostics on the newly implanted m1000 generator resulted in readings of > 5,000 o, which resulted in the replacement of the lead. The impedance after the lead replacement was within normal limits. A review of device history records revealed that the generator passed quality control inspection prior to distribution. Internal investigation identified that a change in the timing of the impedance test may result in higher impedances for model 1000 generator compared to those reported by model 103-106 generator. As indicated in the physician¿s manual, high lead impedance (>/=5300 ohms), in the absence of other device-related complications, is not an indication of a lead or generator malfunction. Existing recommendations, as described in the physician¿s manual, should still be followed. Additional investigation is underway. The return of the explanted device to the manufacturer is not expected. No additional relevant information has been received to date.